Manufacturer narrative:
Block h6: device code a0501 captures the reportable investigation result of basket detached. Block h11: investigation result the returned zero tip basket was analyzed, and a visual evaluation noted that the handle returned in good condition and the basket was returned on its open position. It was also noted that the basket returned completely detached from the device and the sheath was buckled in the center. Additionally, no basket wires were broken. Microscopic examination was performed under magnification, and it was notice that the sheath was bent at the proximal section and buckled in the center. Destructive test was performed and before disassembling the device, there was evidence of torque mark. The device was disassembled, and the handle cannula was properly assembled to the pinch vise. The handle cannula with the pull wire was removed from the device, and the pull wire was properly assembled to the notch cannula. There was evidence of 8 crimp marks and a glue inside the notch cannula indicating the basket was assembled to that section. With all the available information, boston scientific concludes that the reported event of basket wire break was not confirmed. Based on the investigation result, it was not possible to identify any evidence of the alleged issue on the device since it was possible to see the basket and no wires were broken. The evidence from the product record review did not identify a potential product quality issue. The observed sheath bent and buckled issue could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could cause these damages observed. The investigation findings did not lead to a clear conclusion about the cause of the findings. Since the device was received already open, it is not possible to determine if the observed basked detachment was caused due to incorrect use of the product. Therefore, an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a zero tip basket device was used during a retrograde intrarenal surgery (rirs) procedure. Reportedly, the basket wire was broken and was not fully detached. The procedure was completed with another of the same device with no patient complications. Analysis of the returned basket identified that the basket was completely detached from the device.